Event description:
The advocate stated the customer received a blood glucose reading of 161mg/dl on the contour but was experiencing symptoms of hypoglycemia. An ambulance was called and the emt retested the customer with a reading less than 30mg/dl. Customer was hospitalized. Treatment was not discussed. The test strips were expected to be returned for evaluation. Replacement strips were sent.